Manufacturer narrative:
The sensor broke in half, into two pieces. The broken pieces of sensor were successfully removed during the first removal attempt on (B)(6) 2020. The patient is doing fine. No further investigation is required.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the sensor broke into two (2) pieces during the removal procedure. Both pieces of the sensor were removed during the initial removal procedure.